Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Excessive moisture was noted in the expiratory valve. The valve was cleaned. No patient information at time of MDR filing. (B)(4).

Event description:
The hospital reported that, during a case, the unit alarmed for reverse flow and high carbon dioxide. There was no reported patient injury.